Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4 batch #: a9dh63. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? -no. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure the titanium tip broke. The broken piece was retrieved by forceps. Changed to another device to complete surgery. No additional information can be provided.